Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and display anomaly. Customer's blood glucose at time of incident was unknown. Customer reported via phone that the pump had been dropped on the bathroom tiled floors. The customer had continued to use the pump for a week without reporting the issue even though it had physical damage to the display. The customer handed the insulin pump in to the hospital as the pixels were broken and the insulin pump cannot be read. The customer was advised to return the pump and we will replace it.

Manufacturer narrative:
The insulin pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.